Manufacturer narrative:
One 6f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
The patient underwent a procedure to place a transvenous pacemaker on (B)(6). On (B)(6), the physician removed the pacing wire from the fast-cath introducer while the patient was sitting upright in a chair. The fast-cath hemostasis introducer was left in-situ with no occlusive dressing covering it. Two minutes later, asystole was observed on the monitor and the patient lost consciousness. The patient regained cardiac rhythm and consciousness after being lifted into a bed. The patient was diaphoretic and felt unwell with heaviness in the chest and abdomen for a prolonged period of time. An occlusive dressing was then placed over the fast-cath hemostasis introducer and blood work was requested. While blood was being drawn from the fast-cath hemostasis introducer, there were bubbles in the syringe. When the wire port was occluded with a finger while aspirating blood, the bubbles stopped. The fast-cath hemostasis introducer was then removed, and another introducer was placed "over the wire". The initial fast-cath hemostasis introducer was tested by staff by withdrawing water from a cup through it with 10 cc syringe attached to the port end. The syringe filled with water and bubbles. A new fast-cath hemostasis introducer was also tested, but there were no bubbles noted while using this same technique. The physician diagnosed the patient's condition as an air embolus caused by the fast-cath hemostasis introducer. The physician performed a point of care ultrasonography and there were hyperechoic spots in the ventricles that could represent air. A CT pulmonary angiogram was done and showed pulmonary edema. There was no evidence of pulmonary embolism or air embolism.